Event description:
Same case as 2134265-2012-05745 and 2134265-2012-05746. It was reported that during a rotablator training in-service, the console gave an incorrect reading. While the sales representative was at the facility performing an in-service on rotablator technique without any patient involvement, it was observed that the readout for the console was reading lower than the actual rotation. When the dial was turned to increase the speed of the 1.75mm rotalink plus unit, the audible speed of the rotation would increase, but the console would only register in the ten thousands. The display never went above 48,000 rpm's. When the sales representative would trigger the dynaglide mode on with the dynaglide foot pedal, the speed would then trigger a normal dynaglide response. The example given by the sales representative was that during normal platforming, the console is reading 16,000 rpm's when it should probably be 160,000 rpm's and when dynaglide is activated the rotational speeds are between 60,000 and 80,000 rpm's. There was no patient involved.

Event description:
Same case as 2134265-2012-05745 and 2134265-2012-05746. It was reported that during a rotablator training in-service, the console gave an incorrect reading. While the sales representative was at the facility performing an in-service on rotablator technique without any patient involvement, it was observed that the readout for the console was reading lower than the actual rotation. When the dial was turned to increase the speed of the 1.75mm rotalink plus unit, the audible speed of the rotation would increase, but the console would only register in the ten thousands. The display never went above 48,000 rpm's. When the sales representative would trigger the dynaglide mode on with the dynaglide foot pedal, the speed would then trigger a normal dynaglide response. The example given by the sales representative was that during normal platforming, the console is reading 16,000 rpm's when it should probably be 160,000 rpm's and when dynaglide is activated the rotational speeds are between 60,000 and 80,000 rpm's. There was no patient involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed labels attached to the console by the customer. During the functional testing on the console, it was found that the rotational speed control is non-linear when decreasing from maximum rpm. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop rpms. In the case of this console, the rotational speed abruptly drops to 180 krpm from maximum of 230 krpm. Also, the rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed since the rotational speed and speed display functioned properly. (B)(4).